Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s external device displayed and error code 3604 and ¿stimulation off¿ message. Stimulation was disabled due to ipg battery voltage reaching less than 3.40v. Troubleshooting attempts were unsuccessful. As a result, the patient¿s ipg was replaced.